Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the atrial lead exhibited low impedance. The lead was not used and a new lead placed successfully. The patient is recovering.